Event description:
It was reported that during a stapled hemorrhoidectomy (longo) procedure, after firing the instrument, the instrument could not be removed out of patient. So the surgeon violently removed the instrument. No further information is available. The surgeon overstitched by hand. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.